Event description:
The ltv MRI ventilators were losing a "bolt" that holds the bottom wheel bracket in place. The manufacture was notified vyaire, and a tech came out to replace the ventilator stand bolts on four of the ltv ventilators. Add'l hardware was left behind by the tech in the event the bolts fell out. The bag left behind with add'l bolts and washers were from (B)(6). The staff checked the bolts and washers with a small magnet to make sure they were non-ferrous items, so we wouldn't have any safety issues with the hardware. As they placed the small magnet on the spare items, it became evident that the hardware had ferrous material which is unsafe for MRI. We then tested all the vents and found that there was magnetic contact with the newly replaced parts. We took all the vents out of equipment room, and contacted the tech at vyaire. All four of the ventilator wheel stands were replaced with new MRI stands directly from vyaire. The incident did not involve a pt. The MFR was contacted and provided the serial numbers of the ventilator stands that were affected: carefusion ltv 1200, MRI cond., serial(s): (B)(4).